Manufacturer narrative:
No sample was provided for evaluation. If a sample or any additional information becomes available a follow up submission will be filed.

Event description:
Customer reported via email: ¿because of the stickiness of the plastic ¿ it¿s really difficult to slide it into the pressure bag ¿ almost a 5¿ procedure to get into the bag, after their routine work around of flushing some of the fluid out of the bag to make it easier to slide in. 5¿ we are having run out as much as 100 ml out of the IV bag to get it into the pressure bag. One of the more surprising work around was putting lubricant on the outside of the bag to slide it in. The patient's bp was in the 50's or 70's.¿

Manufacturer narrative:
No physical sample was provided for this complaint. However, based on a similar report from the same facility with a sample evaluation the inspection showed that the sample conformed to the function and circumference test requirements. No abnormal measurement data was detected. No stickiness was observed on the pvc film of the return sample. This is the first complaint received for this issue. The returned sample was manufactured according to the requirement and conformed to the product specification. The cause of the reported issue cannot be identified. The supplier and vyaire medical will continue to monitor and trend for this issue. At this time no corrective actions can be implemented as the failure was unconfirmed.